Manufacturer narrative:
Batch review performed on 10 may 2021: lot 2011497: (B)(4) items manufactured and released on 04-dec-2020. Expiration date: 2025-11-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: bipolar head 25060.2845 bipolar head ø28x45 (k091967) lot. 2006642. Batch review performed on 10 may 2021: lot 2006642: (B)(4) items manufactured and released on 16-sept-2020. Expiration date: 2025-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Additional implant involved: ball heads: cocr 01.25.012 cocr ball head 12/14 ø 28 size m 0 (k072857) lot. 2006279. Batch review performed on 10 may 2021: lot 2006279: (B)(4) items manufactured and released on 25-sept-2020. Expiration date: 2025-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
1 month after primary the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the stem, head and bipolar head. The surgery was completed successfully.